Event description:
Issue: identified (B)(6) 2025 issue with swan-ganz catheter was giving a fault code "co-check thermal filament position" which notes that the end of the catheter which should be in the ventricle was in the wrong position. The catheter was found to be in the right position based off of patient x-ray and ultrasound completed. Review identified that the catheter tip was malfunctioning evidenced by a change out of the cable still produced the catheter error, clarifying that the error was based on the swan-ganz catheter, not the cable. Action: all lot numbers were pulled for the device and the cables. A total of 3 in the bag that were in use and noted to have malfunctioned that were reviewed with the vendor and the rep. No visual damage/issues identified. Lot number #3 below was identified to be in unused stock and removed. Catheter lot numbers/malfunctioned with error message x 3. An additional 4 of these lot numbers were identified and were taken, unused, for review. Reference reports #: mw5168235, mw5168236.